Event description:
Bedside rn inserted a foley catheter, but it immediately started leaking urine. Upon inspection, there was a small slit on the catheter, just proximal to where it branches off into the two lumens (for the balloon). Rn removed catheter, got a new one, and inserted it without issue or any leaking. I am listing two lot numbers, as the bedside rn was not sure which one was the defective catheter; she had thrown both packages away at the same time, and we looked in the trash can to see the packages and get the lot #s. (Ngkt3395 or ngkt3366).